Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There is no evidence to suggest data analysis was requested for this device. The patient was discharged home and will continue to be monitored. This device remains in service. No adverse patient effects were reported.